Event description:
Entire core braid came out leaving the tampon inside me [foreign body in reproductive tract]. Went to pull what was left and the entire core braid came out [complication of device removal]. Entire core braid came out [device breakage]. Case narrative: consumer reported via e-mail that the tampon string frayed leaving the tampon inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.